Manufacturer narrative:
The product is not available for analysis. Additional info will be submitted within thirty days upon receipt.

Event description:
This complaint is from the clinical study. The pt was 79 yrs old male. The garget lesion was left internal carotid artery. There was no calcification or vessel tortuosity, the rate of stenosis was 87%. The angioguard xp delivery and the stent placement (precise) were successful. Pre-dilatation (3.5mm balloon at 6atm) and post-dilatation (4.5mm balloon at 8atm) were performed. Three hours after the cas procedure, the pt developed hyperperfusion syndrome with symptoms of disorientation and significant restlessness. No bleeding was confirmed. Nicardipine hydrochloride and a sedative drug were administered and he recovered 7 days later. According to the physician, this occurred due to the increased blood flow by stent placement. There was no neurological symptoms and the pt is out of the hospital now.